Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked display window, minor scratches on display window, scratched reservoir tube window and cracked case near display window corners noted during visual inspection. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 280 mg/dl. The customer stated that the drive support cap is sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.